Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported a rewind anomaly. The incident was reported via phone call. Blood glucose at the time of incident was 160mg/dl. The customer stated that the pump broke a month ago and he received a replacement. He stated that the blood sugars had been erratic. He received more no delivery alarms with the replacement pump than with his previous pump. He tried to give a bolus but the pump alarmed no delivery. He also stated that sometimes he had to rewind twice because the pump did not fully rewind. Troubleshooting was not able to resolve the issue. The device was not returned for analysis.